Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. A f/u report will be submitted when the investigation has been completed. Eval conclusions: a f/u report will be submitted when the investigation has been completed.

Event description:
The customer reported that during a balloon inflation procedure, the gauge on the inflator did not move. The customer then noticed under fluoroscopy that the balloon was inflated. The inflator was then switched out for another. No harm or injury was reported. The customer reported two defective devices but did not provide any further info or clinical details for the add'l event. Therefore, this single form FDA 3500a will be submitted for this complaint.